Event description:
It was reported that the patient presented with a proximal type I endoleak. The patient cannot take blood products so the physician did not want to explant the stent grafts. An aortic wrap procedure was done. No additional clinical sequelae were reported and the patient is fine. (Ref MFR # 2953200-2012-00589). Films were received and reviewed as follows: post-implant films show the aneurx stent graft was 1-2cm below the renals; the reported proximal type I endoleak could not be confirmed. The ipsilateral limb is on the right side and the limbs are crossed. Several still angio images one day post implant of the talent converter show that the converter was placed up the bifurcate ipsilateral (right) limb. Cta at the three month follow-up show a proximal type I endoleak. The stent graft od at the lowest left renal measures 27x30mm. The proximal neck measures 34x36mm (10mm below the renals) and 35x42mm (15mm below the renals). The contralateral limb is occluded due to the previously placed converter. The cause of the endoleak may be due to continued disease progression; neck dilatation.

Manufacturer narrative:
Method: (film). (B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression with aortic neck dilatation). Conclusions: device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation).